Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath found a broken ceramic tip during cleaning. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The isolation beak was confirmed to be damaged. Based on the results of the investigation, the definitive root cause of the damage could not be determined. Olympus will continue to monitor field performance for this device.